Event description:
The patient reports the realize band was implanted in (B)(6) 2010. The patient reports having had several adjustments. The maximum amount in the band was between 7 - 7.5 cc. The last adjustment was six months ago. At that time fluid was added but could remove only 2cc. The surgeon has since performed adjustment using fluoroscopy. An excessive amount was added to the band. They could see the fluid going in but they could not remove any. Under contrast it appeared to be a kink in the tubing and it also appears as if the there was a piece that had slid down some from the port. The patient reports that at this time they do not feel any restriction. An exploratory procedure was performed on (B)(6) 2013 and the port hooks were found to have been retracted and the tubing was sheered at the port connection site. The port was replaced the patient states it is working and she does have restriction. The patient has lost a total of 85 lbs since the band has been implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.